Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, an 8.0mm x 19mm x 135cm otw omnilink elite vascular balloon-expandable stent system was introduced via femoral access, then advanced toward a calcified lesion in the non-tortuous right common iliac artery, however, the omnilink elite failed to cross the lesion. While withdrawing the omnilink elite system, the stent dislodged from the balloon and became lodged in the subcutaneous tissue. The stent was removed from the skin surface access site. There were no reported adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.